Manufacturer narrative:
Correction: event has been determined to not be reportable, please disregard previous report.

Event description:
It was reported that an infusion pump channel was not working. Npi.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that an infusion pump channel was not working. Npi.